Manufacturer narrative:
H1: the engineering evaluation of the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. The loosening was likely related to the patient¿s underlying conditions and longevity of the implanted device. However, this cannot be confirmed as the device was not available for evaluation. After further review of additional information received the following sections: b4, d4, g4, h1 and h4. Have been updated accordingly. Section(s): no information has been provided: a3, a4, a5, and b6.

Manufacturer narrative:
Section h11: corrections made in the following section(s): (g4) date received by manufacturer date in the initial report should have been 12-march-19.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to acetabular cup loosening. The surgeon opened the joint in standard fashion. The surgeon dislocated the hip and knocked the femoral head off. The surgeon then retracted soft tissue to expose the acetabular component. The surgeon then took out the screw and cup. The surgeon implanted a stryker cup and liner and upsized our head to a 36 +7. The surgeon then reduced the hip which seemed to be very stable. The surgeon then closed the joint in standard fashion. The patient left the operating room in stable condition. The patient was very obese which we believe is the reason for the loose acetabular cup.